Manufacturer narrative:
During investigation of the electrode belt for an unrelated issue a reportable malfunction was found. The ecgs were unable to be recognized due to an electrical short. The root cause for shorted cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.